Manufacturer narrative:
The product was returned for analysis. Analysis could not confirm the reported event of device running hot. Pre-repair temperature testing could not be performed since the device was not working when received. Evaluation indicated that the motor assembly, bearings, seals and housing were severely corroded due to dried saline. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Event description:
It was reported that pre-operative the device was running hot. There was no patient impact.